Manufacturer narrative:
Device is an instrument and is not implanted / explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, two elastic nail titanium inserters were found broken in the instrument box. They were found in a broken instrument bucket that the hospital has. There was no patient involvement. This report is for one (1) inserter for ti elastic nails. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: device history record (DHR) review: part: 359.219; lot: 8009205; manufacturing site: haegendorf; release to warehouse date: april 05, 2006. The device history record shows this lot of 30 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: complaint summary: it was reported that the inserter ¿ for titanium elastic nail was found broken in the instrument box. There was no patient involvement. Flow: broken. Visual inspection: the inserter ¿ for titanium elastic nail (part # 359.219, lot # 8009205, mfg # 05-apr-2006) was inspected at us cq. Upon visual inspection, it was observed that the shaft of the inserter had a transverse break on its proximal end (approximately at its 2nd thread). The two pieces have completely separated. Impact marks were observed on the handle and signs of wear was observed for its 12-year lifetime. The received condition agrees with the complaint description. Dimensional inspection: dimensional analysis was not performed due to post-manufacture damage of the inserter. Document/specification review: the device drawings for "inserter ¿ for titanium elastic nail" were reviewed. No design or manufacturing defect or deficiency was observed during the investigation. A device history review was performed for the returned instrument¿s lot number and no ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Material/hardness review: a material/hardness review was not able to be performed during DHR review as only the top level of the device history record was reviewed and sub-components level DHR review was not able to be performed as sub-components are not lot tracked. Investigation conclusion: the complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped, struck off-axis or damaged during usage or handling or sterile processing). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.